Event description:
The customer reported that the system continued to beep after the exposure button was released. This is consistent with an intermittent system lockup. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 connector on was evaluated and reseated. The system was tested and found to be working as intended and put back into service.